Event description:
This report is to advise of a fracture that was noted during the analysis.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed a tear in the trilayer material between the distal electrode and electrode ring 2, consistent with fluid ingress and a loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear in the shaft material remains unknown.